Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the 9800 system would not x-ray during a case. No patient injury was reported.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is 6.13.90, which is categorized as remediated. No additional information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.